Event description:
The customer called for help with his contour meter. He performed control tests during the call and received two results of 221 mg/dl. The normal control range was 109-151 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.